Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Lot: thmjpa d4. Expiration date: 6/30/2028 d4. Device manufacture date: 7/19/2023 d4. Primary UDI number: (B)(4). D4. Lot: uamjuu d4. Expiration date: 12/31/2028 d4. Device manufacture date: 1/18/2024 d4. Primary UDI number: (B)(4). H6 component code: g07002 - device not returned. Additional information provided: happened six packs in a row. Lot number ¿ thmjpa, tkmkmr, uamjuu ¿ unknown lot, this is the correct lot number. Additional information has been requested and received. Attempts to obtain the device have been made. Please clarify the lot number=>lot number ¿ thmjpa, tkmkmr, uamjuu - the numbers are possible numbers and it could not be determined which is the correct number. - please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Please check rmao additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, lot number tkmkmr corresponds to the product code j557g the reported impacted product is j741d. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a underwent a caesarean section surgery on (B)(6) 2024 and suture was used. During interrupted suture, the suture was detached from the needle easily. It was used on myometrium. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/26/2024. Additional information was requested, the following was obtained: lot number tkmkmr corresponds to the product code j557g. The reported impacted product for this pi s j741d. The lot number is estimated, and the other assumed numbers are thmjpa and uamjuu. Additional information: d4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch thmjpa; batch uamjuu. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.